Manufacturer narrative:
The tech isolated the issue to the logic board but did not know which component caused the no trendelenburg. He replaced the logic board and trendelenburg functioned properly.

Event description:
Info received indicates the bed will not go into reverse trendelenburg when he activated the trendelenburg button.